Event description:
The patient reported that they are having poor communication between their implantable neurostimulator (ins) and patient programmer. They also noted that they cannot communicate using their implantable neurostimulator recharger (insr) either. The patient stated that a fall had occurred on (B)(6) 2016, and that their last successful recharge session was on (B)(6) 2016. The patient was to follow up with their healthcare provider. No patient symptoms were reported. Indication for use is lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.